Manufacturer narrative:
No patient involvement. A beckman coulter (bec) field service engineer (fse) was dispatched to the customer's laboratory to assess instrument performance. The fse discovered that the source of the error messages and the burning electrical smell was a short circuited stepper motor driver pcb (printed circuit board). The fse stated that there was charred circuitry on the pcb thus confirming the short circuit. The fse replaced the damaged board and returned the instrument to full functionality. In conclusion, the cause of this event is due to a damaged pcb which would have caused the error messages received by the customer. (B)(4).

Event description:
The customer reported obtaining pipettor motion errors after performing maintenance on the laboratory's access 2 immunoassay system serial number (B)(4). In addition to the errors received the customer noted a noise coming from a motor within the instrument and burning, electrical smell emanating from the instrument. The customer visually inspected the main pipettor and did not notice any issues. The instrument was reinitialized but the same noise and error message was generated. There were no reports of injuries to the customer in conjunction with this event. The laboratory's smoke alarms were not activated and the fire department was not notified. There were no patient samples involved in this event and no erroneous results were generated in conjunction with the errors generated from the instrument. A beckman coulter (bec) field service engineer (fse) was dispatched to assess the instrument's performance.